Event description:
It was reported that the pt was not getting any relief. A dye study showed that the catheter had disconnected. The concentration and daily dose of baclofen being administered via the pump were not reported. Pt outcome was not reported.

Manufacturer narrative:
Used for catheter.